Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the stylus and cursor are not aligned. Analysis was not able to confirm that the software could not be updated or that the floppy drive was not working. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer pen could not be calibrated, the user was not able to update software and the floppy drive was broken. The programmer was returned for analysis. There was no patient involvement.